Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unspecified out of box failure which was reproduced during evaluation. The wireless battery module (wbm) was installed on a known good pump that was not connected to alternating current power. The pump was found to turn on with battery power but would then display a low battery alarm. The cause of this reported problem is the wireless battery modules internal battery cell. When the battery cell sits idle they are known to slowly discharge. This device will be scrapped and a new one was provided to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced an unspecified out of box failure. There was no patient involvement. No additional information is available.